Event description:
It was reported that 1 year after primary surgery, the patient fell and presented instability. Revision surgery had to be performed. The oxinium femoral head and insert were explanted.

Manufacturer narrative:
H11: corrected information in b4. Results of investigation: it was reported that 1 year after primary surgery, patient fell and presented instability. Revision surgery had to be performed. Oxinium femoral component and insert were explanted. The affected legion high flexion insert, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A clinical analysis noted that adequate materials have not been received. Therefore no medical assessment can be performed at this time. The potential cause is stated as patient trauma injury. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that 1 year after primary surgery, patient fell and presented instability revision surgery had to be performed. Oxinium femoral head and insert were explanted. Explants, medical reports or more patient details are not available for evaluation.